Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issues were reported. Additionally, another case was observed and no issues occurred. A successful system checkout was performed which verified that the system was functional.

Event description:
A medtronic representative reported that the spine software was not showing the cad drawing of the legacy screw accurately during a case. It was showing that the screw was 5 mm off the spine when it was actually on it. The system and tool cards were verified. After this, they were removed and then re-added. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.